Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0csud, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that upon removal, the lead fractured and remained in the sacrum. Contributing factors, actions/interventions and diagnostics were unknown. It was noted that the lead had been implanted by a different surgeon and was very deep in the sacrum. No patient symptoms were reported. It was reported the issue was resolved at the time of the report.